Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while placing the electrode pads into a pt, the paramedic received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the pt or the paramedic due to the reported malfunction.